Event description:
It was reported that the patient experienced dizziness and presented remotely via merlin.net. Review of transmission revealed that the right ventricular (rv) lead exhibited noise due to lead fracture. Chest x-ray confirm rv lead fracture. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.